Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted solution inside the sealed over-pouch and a pinhole above the blue capped injection port. The reported condition was verified. The cause of the issue was determined to be the use of an incorrectly sized needle for injection during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 100ml disposable bag was leaking cyclophosphamide. There was no patient involvement. No additional information is available.